Event description:
It was reported that the programmer was not calibrating the stylus well. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the stylus was not calibrating well, the stylus was able to be successfully calibrated. Analysis did find that the programmer powered up to an error and therefore the link electronic module board was replaced and calibrated, and that the programmer had a noisy system fan and it was also replaced. (B)(4).